Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump has been exposed to moisture damage. Button error alarm is not present in history at or around the time that the pump was exposed to moisture. Customer's blood glucose reading was 101 mg/dl. Troubleshooting was done and assisted customer in performing self test. Nothing further reported.